Manufacturer narrative:
(B)(4). The customer requested for the insulin pump to be returned due to the retainer field service notification (fca896 letter) on october 10, 2022. The insulin pump was received with a critical insulin pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully utilized crest and thus to download history, trace and comlink3 files. A review of the history files reveal on october 10, 2022 there were consecutive critical error handling alarms (insulin pump error). There were multiple insulin pump error (line number 5632 file number 2005) alarms (05:56 and 05:57) that were triggered which caused the critical insulin pump error (open book image) alarm on the third alarm instance due to software errors. The insulin pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor. The force sensor zero offset is within specification (23.1 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked retainer, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the retainer, battery compartment and battery tube threads are confirmed. Critical insulin pump error (open book) and insulin pump error 53 alarms are confirmed due to software errors. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the customer had not yet responded to the fa896 notification. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.